Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, d10 (concomitant). H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the implant inserter outer shaft was bent from the distal tip. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the implant inserter outer shaft would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a review of the receiving inspection (ri) for implant inserter outer shaft was conducted identifying that lot number nn195429, was released in one batch. Batch1: lot qty of (B)(4) units were released on mar 14, 2024, with no discrepancies. Supplier: (B)(4). The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an unknown surgery performed on (B)(6) 2025. In the surgery, when the surgeon attempted to attach the conduit curved cage implant to the inserter, the inserter was not turn and the conduit curved cage implant could not be attached. Therefore, the sales rep explained the installation procedure to the surgeon again, but the surgeon still had difficulty with installation. However, the surgeon was able to attach it, and the sales rep also checked the condition and confirmed with the surgeon that there were no visible problems and that there was no wobbling. After placing the implant, the surgeon tried to remove the inserter but it would not come off. The surgeon had experience with the conduit curved and was familiar with its use. The sales rep also explained how to remove it, but the surgeon was unable to do so successfully. However, after applying more force, the inserter was able to be removed. After surgery, it was confirmed that the tip of the inserter was bent. The surgery was completed successfully without any surgical delay. No further information is available.